Event description:
The customer reported that her insulin pump was squirting out insulin and a prime alarm was appearing. The customer's blood glucose was at 409 mg/dl. Upon troubleshooting, it was discovered that the drive support cap was loose. The customer was advised to discontinue use of the insulin pump and continue backup plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and a cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.